Event description:
According to the info provided by the physician, the reservoir and assembly components were removed and replaced due to a "migrating reservoir." The cylinders and pump were left in place.